Event description:
The nurse received a phone call from the patient's mother stating that the patient had pulled their bard miniloc safety infusion IV set out. The nurse went to the room immediately and noticed huber needle line was broken at the connector site. The nurse de-accessed and re-accessed immediately and obtained a positive blood return and flush. There were no further complications. Clinical engineering examined the device and it appeared that the tubing came unglued from the luer lock portion. There was no evidence of a crack or break in the tubing. The bard miniloc huber needles have been having many issues hospital-wide with the tubing detaching from the luer lock portion of the device. Bard has been slow to respond, but are now addressing the issue. In response to this issue, bard informed us that they changed the glue process approximately 4-6 weeks ago, and will replace our old lots with new ones. We are currently trialing new products to replace this device, and have issued a notice to all users to warn them of the continuing issue.